Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues and showed that the device appears to be in good condition. Functional inspection, however, revealed a leak in the imaging window section. Media returned by the customer was inspected and included the label box of the device, but no evidence of the reported issue was found. Based on the evidence, the reported issue of catheter leak can be confirmed. The leak found and the perforated imaging window could have contributed to the reported complaint.

Event description:
Reportable based on device analysis completed on 24jul2024. It was reported that a catheter issue occurred. The stenosed target lesion was located at the left anterior descending artery. An opticross hd imaging catheter was chosen for ultrasound examination of the target lesion. During the procedure, the front end was leaking water. The procedure was completed with another of the same device. There was no patient complications reported. However, returned device analysis revealed imaging window was perforated.